Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead implant was unsuccessful because the lead was "unable to transmit to the heart muscle." The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.